Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 96 mg/dl. The customer reported that the insulin pump alarmed no delivery during manual prime. Troubleshooting was done. The customer was advised on how to clear the alarm from the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did not exit. The customer was advised to push insulin slowly with a plunger. The customer reported that insulin did exit with a little resistance. It was reported that the reservoir of the insulin of the insulin pump was occluded. No additional information was provided.